Event description:
On (B)(6), 2011, the complainant alleged that her throat felt tight and scratchy after using cavicide on the carpet and that she developed a wheezing in her right lung and a sinus infection.

Manufacturer narrative:
The complainant sought medical attention and was prescribed an albuterol inhaler, which she refused. The doctor was uncertain as to whether the complainant's symptoms developed due to a virus or if they were the effects of he cavicide product. The doctor stated that it could be a possible environmental reaction to the cavicide. The complainant then alleged her symptoms progressed into a sinus infection for which she sought further medical treatment. The doctor stated he did not think her symptoms were the result of using the cavicide, but it may have exacerbated them. The complainant was advised that proper personal protective equipment is recommended when using the product. The complainant was also informed that the product is intended to be used only on hard, non-porous surfaces, and that using it on carpet was technically a misuse of the product. A DHR review of the product indicated that there were no deviations from the manufacturing process and that the product was released within qa specifications. The product, although expired, was returned from the complainant and evaluated. All test results were within specification.